Manufacturer narrative:
(B)(4). Date sent: 8/14/2023. D4: batch # 890a31. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload.  Visual analysis of the returned sample determined that one ecr45d reload was received partially fired 1/10 with the reload pan partially dislodged from the proximal side. In addition, some drivers missing. No functional test was performed due the condition of the reload. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information.   As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 890a31, and no non-conformances were identified.

Event description:
It was reported that during the surgery, could not fire. Changed another two to continue the surgery, the same problem happened again. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.